Manufacturer narrative:
The lesion was tortuous and calcified. The lesion was pre-dilated. The stent was damaged from multiple insertions <(>&<)> removals in and out of the guiding catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was attempted to be used during a procedure. It was reported that the device could not cross the lesion and the stent was deformed with strut of the stent sticking out. No patient injury reported. Another onyx device was used to complete the procedure.